Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-13975. It was reported that patient is experiencing the ipg flipping in the pocket site and their leads are twisted as a result. It was noted that the patient's system was also autoreducing due to high impedances and reprogramming was performed. Surgical intervention is pending to address this issue.

Manufacturer narrative:
The report of autoreducing was confirmed. Analysis of the lead found it was cut during the explant procedure resulting in three segments. The stimulation end (paddle) segment and two lead tail (terminal end) segments. As noted in the event details the lead tails were severely twisted in a manner consistent with ¿twiddling¿. The twiddling is consistent with an overstress condition caused by the patient¿s action in manually changing the position of the ipg or the ipg flipping in the pocket. Patient states they can feel ipg moving and "flipping" at pocket site. On (B)(6) 2022 fluoro images of the lead and battery found that the lead has become extremely twisted as a result of the ipg flipping in the pocket site. Both terminal end tail segments had area near (tail a 12.5cm and tail b 7.5cm) where they were cut off, during the explant procedure, that all internal wires were broken. These fractures are consistent with the ¿twiddling¿ described in the event details.

Event description:
Additional information received reports that patient underwent surgical intervention on 12may2022 during which the lead and ipg were explanted and replaced.